Manufacturer narrative:
This is a follow-up to the original medwatch report as photos of the product involved in this incident have been provided for analysis. Lot traceability was provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. The customer supplied images present the safari wire lodged within the delivery system with evidence of manipulation of both the safari and valve delivery system against resistance. The formed curve visible distal of the delivery system presents extensive offset/overlapping coil wraps consistent with manipulation (including torqueing) against resistance. The distal portion of the delivery system presents compression and kink damage, which can impinge on the inner lumen and reduce the inside diameter of the lumen. The delivery system also presents kink damage near the proximal end of the delivery system shaft. The safari wire has sustained a mechanical shear/cut to the core wire at the luer hub end of the delivery system. The safari wire also presents coil separation and several kinks proximal of the delivery system. As indicated in the device instructions for use, warnings: "do not torque this guidewire. Exercise care in handling of this wire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If additional information is received or product is returned for anaylsis a follow-up medwatch report will be submitted.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for failure analysis but was not received at the time this report was filed. Lot traceability was provided. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: it was reported that: after performing predilatation (very calcific annulus), the valve loaded on delivery was positioned as usually. After passing the aortic arch, the physician wasn't able to advance the delivery system over the guidewire due to the friction encountered. After some difficulties, the physician managed to advance the valve sufficiently to position it on the annulus plane and correctly released it (no problem in using the delivery during the release). The physician then removed the delivery and the guidewire together, since they were joined together (guidewire stuck). The valve was then roughened and post-dilated. The final result obtained was satisfactory for the physician and there were no consequences for the patient.